Manufacturer narrative:
Correction (g1) - contact office address: (B)(4). No sample, video or photo was received for evaluation; for that reason, the malfunction reported by the customer could not be confirmed. Lot 0a01147 was manufactured on 1/12/2020 in the ats #2 manufacturing line, with a total of (B)(4) market units. On 07/jun/2021, compliance engineer ID 6053 performed a batch record review, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom, under sap material 1223013 and manufacturing order (B)(4). The crew requirements and responsibilities, process parameters, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according the process instruction pi21-130. The process requirements results were documented in the manufacturing record mr21-130. In addition, the batch record of bulk lot 9m01981 manufactured in the delta crusader manufacturing line, was reviewed and no issues were found; the lot ran according to sap material 1220484 and all the testing results were found satisfactory. The process was run according to process instruction pi31-123, documented in mr31-123. Furthermore, the batch record of bulk lot 9l03855, manufactured in the elc6, was reviewed and as a result, the process carried out was found according to pi22-057, documented in mr22-057. No issues regarding the failure mode reported was found in the documentation. Batch record review supports that no issues regarding the failure mode reported were identified. On 07/jun/2021 a complaint search for lot 0a01147 and malfunction code ost-pmc1.5 / ost-pmc01.05 skin barrier does not mold around stoma (e.g. Too stiff, too dry, tears /crumbles when molding) at point of application was carried out and as a result, only one (1) additional complaint was found ((B)(4) therefore, no potential trend is observed. As per complaint manufacturing investigation procedure wi-0359, version 5.0, it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed (either by photo, video or sample provided by the customer, or as a result of the batch record review) and no potential trend is identified. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date on additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the wafer was hard and not moldable. The product was not used. A photograph was received from the end user.